Event description:
The customer reported that he failed cap j-c 2012 comprehensive immunohematology survey for crossmatch of j-15 s with j-20 r. The customer has neither returned the cap survey samples that had caused false negative test results nor the supposedly defective product. Our quality control lab had also participated in the cap survey testing, but was used for crossmatch testing anti-hemoglobulin, anti-igg, c3d; polyspecific. The crossmatch yielded a 4+ positive reaction. Furthermore the retained sample was tested with positive and negative controls and samples. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control lab confirmed the allegedly defective lot of anti-human-globulin anti-igg functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.